Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patient needs magnetic resonance imaging (MRI) compatible device. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Event description:
It was reported that patient experienced diminished relief of pain during the past three years due to age of battery of her spinal cord stimulation (scs) system. The unit can hold a charge but not for very long. When the patient stretches, she can feel the ipg vibrate. Several attempts of reprogramming were performed, but no relief was obtained. Additionally, the patient required an MRI compatible device. A surgical procedure was performed in which the ipg was explanted and replaced. The patient was reported to be doing well after the procedure. The device will not be returned due to healthcare facility policy.

Manufacturer narrative:
B1: corrected to capture adverse event and product problem. B5: corrected to further clarify the reported event. E1: updated to include the initial reporter email address. H6: corrected to include the impact codes of reprogramming of device and inadequate treatment and the device code of application program problem.

Event description:
It was reported that patient experienced diminished relief of pain during the past three years due to age of battery of her spinal cord stimulation (scs) system. The unit can hold a charge but not for very long. When the patient stretches, she can feel the ipg vibrate. Several attempts of reprogramming were performed, but no relief was obtained. Additionally, the patient required an MRI compatible device. A surgical procedure was performed in which the ipg was explanted and replaced. The patient was reported to be doing well after the procedure. The device will not be returned due to healthcare facility policy.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. B1. Corrected to capture adverse event and product problem. B5. Corrected to further clarify the reported event. E1. Updated to include the initial reporter email address. H6. Corrected to include the impact codes of reprogramming of device and inadequate treatment and the device code of application program problem.